Event description:
This device is at eos. There is noise on the associated rv lead which caused inappropriate shocks. The device remains implanted, but is scheduled for explant soon.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.